Manufacturer narrative:
Results of investigation: the carefusion failure analysis (fa) representative (rep) received the suspect device for evaluation and installed in a known good unit. The carefusion fa rep reported in the events log multiple xdcr faults (transducer faults), in which the circuit pressure transducer test failed. The carefusion fa rep was able to duplicate the customer's alleged issue. This is a known issue that is currently being addressed within carefusion.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported xdcr (transducer) fault while using vela ventilator. At this time, it is unknown when the issue occurred. The customer reported no patient involvement associated with the event.